Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also reported that the right ventricular (rv) lead exhibited low impedance and a polarity switch. The implantable pulse generator (ipg) reached premature battery depletion, had a power on rest, failed to capture and had a pacing problem. The lead remains in use and the ipg was explanted and replaced. No further patient complications have been reported as a result of this event.